Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: underexposed image probable root cause: - faulty prism sensor - cracked or damaged optics - faulty digital board software - faulty communication with light source. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to dark images on stryker endoscopy's endoscopic camera systems and devices. The camera systems are an endoscopic camera system that is used to produce live video in the surgical field during endoscopic surgical procedures. The system is sensitive in the visible and infrared spectrum. The optical image is transferred from the surgical site to the camera head by a variety of rigid and flexible scopes, which are attached to the camera head. The system consists of a camera console and a camera head with an integral cable that connects to the console. A coupler is also available for attaching a scope to the camera head. This malfunction has not caused or contributed to any deaths or serious injuries in the last two years. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. Therefore, we intend to discontinue filing mdrs for dark images on stryker endoscopy's endoscopic camera systems and devices.

Event description:
It was reported that there was dark image.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Updating reportability awareness date based on FDA acknowledgement of stryker endoscopy's decision to cease reporting for dark images on endoscopic camera systems and devices.